Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that about 50% of samples are centrifuged onsite. A review of the quality control (qc) showed one error from (B)(6) 2016 for a negative qc resulting as positive. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the wash station, tubing, manifold and port dispensers. The cse found a bubble under dispense port 1, wash 1 and dispense port 2 water ports. The cse replaced the wash station. The cse performed dispense test, with no problems. Cse ran qc, resulting in range. The cause of the discordant, falsely elevated (B)(6) surface antigen result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated (B)(6) surface antigen (hbsagii) result was obtained on a patient sample on an advia centaur xp instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, in duplicate, resulting lower. The repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated (B)(6) surface antigen result.